Manufacturer narrative:
Returned product evaluation found lens returned dry in a micro centrifuge vial. Visual inspection found the haptic bent, a piece of the haptic missing, and debris on lens. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -15.0/+3.0/087 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a shorter lens due to excessive vault. The problem is resolved.